Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event three of b. Braun melsungen ag internal report (B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: event 3 recurring problem about spontaneous and abnormal disconnection of the perifix® connector.

Manufacturer narrative:
Exemption number e2016018. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event three of b. Braun melsungen ag internal report # (B)(4). After checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.